Event description:
It was reported by patient¿s husband via internet websites that, ¿on (B) (6) 2009 I submitted an inquiry; (B) (4). At the time of the submission the doctors told me the valve was gone. The valve had not disappeared but had failed open. Dr (B) (6) at (B) (6) had the valve the first part of (B) (6) when he replaced it. I do have a picture, can you explain why it failed. Thank you.¿ ipr data shows device is a 6900p, 31mm, (B) (4), implanted on (B) (6) 2009 in a tricuspid position. No additional information is available at this time. 04/19//10 e-mail from patient's husband which stated that his wife died on (B) (6) 2010. Patient was hospitalized for 9 days prior to her death. She went home 48 hours before her death. It is the patient's husband's impression that the valve lasted about 60 days before it started to fail. Picture of the valve was provided by patient's huband. Patient's husband will give surgeon authorizaion to release any reports or echo. Cd copies to edwards.

Manufacturer narrative:
No product return this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via e-mail from deceased patient's husband. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.